Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# j0327049v, implanted: (B)(6) 2003, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the short had been resolved and the patient was treated with success. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative stating that pre-operatively the impedance check was performed at 1.5amps and showed impedance at 0&1 combination with ohms at >50 and milliamps at 158. During the procedure, when the impedance check was performed at 2.0amps, no impedance was showing. It was reported that there was no impedance issue, however, this contradicts previously reported information. It was reported that there was no specific cause for the lead protrusion. No further complications were reported.

Manufacturer narrative:
Event date is approximate. Other applicable components are: product ID: 3889-28, lot# j0327049v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that in (B)(6) 2017 the patient noticed a small opening at the implant site. Over the next month the patient noticed that the lead started to protrude from that opening at the implant site. The patient stated they were feeling periodic discomfort coming from the site of the lead protrusion. The patient denied having any falls and stated it just happened on its own. An impedance check was performed pre-operatively on (B)(6) 2017 and impedance was seen at combination 0 <(>&<)> 1 only. The patient was scheduled for lead revision once the patient made the physician aware of the lead protruding from the implant site. The lead was protruding out of the skin at the pocket site like an ¿upside down u¿. The healthcare provider opened the pocket and the lead was intact with the implant. The lead was repositioned, and the impedance check was negative; the pocket was closed. It was reported that the issue was resolved at the time of the report, and the patient was alive with no injury. No further complications were reported.